Event description:
Information received from the field notes that the patient passed out at home and was transported to the emergency room. Interrogation of the device found that the ventri- cular sensing polarity was changed to unipolar ring and to 0.5mv sensitivity. The previous settings were bipolar at 2.0v. All other settings were as previously programmed.